Manufacturer narrative:
This report is submitted on january 2, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced skin breakdown, infection and device extrusion. Subsequently, the patient was administered antibiotics and the device was explanted on (B)(6) 2018. The patient will be reimplanted when the site has recovered but this has not occurred as of the date of this report.

Manufacturer narrative:
(B)(4).